Event description:
On 2025-mar-17, information was received from a patient's representative regarding an external device. It was reported that for the "last 3 months or so", the patient has noticed a slow-down in the connection between the handset and the pump. The agent assisted the caller in clearing data from the handset. The caller confirmed they were able to connect much faster. No symptoms reported.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that they saw a longer connection time to the pump at 90%. The patient representative requested steps for clearing the data again. The patient services (pss) reviewed instruction.